Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level (20s mg/dl). The cause for the low bg was unknown. Customer required assistance addressing low bg level with carbohydrates, fluids, and disconnecting from the pump. Tandem technical support reviewed pump data and found multiple boluses were delivered prior to low bg occurring, and the pump suspended insulin as intended. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.